Manufacturer narrative:
H.6. Investigation: sample was visually inspected under a microscope and a small pinhole was found at the top of the pumping segment. Sample was then tested with both priming and infusion methods. During priming testing a slow leak was observed. During infusion the sample leaked at a much quicker rate. Previous investigations have shown that this damage can occur during manufacturing, may be a pre-existing condition of the silicone raw material, or can occur as a result of excessive stretching or pulling of the tubing during use. It is possible that the set was initially misloaded and snapped into place upon opening the door to the pump or that the misload was realized and rectified by the customer before proceeding with the infusion. A device history record review for model 2432-0007 lot number 20046193 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing kinked with lot #20046193 regarding item #2432-0007.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv had a hole and leaked. The following information was provided by the initial reporter: material no: 2432-0007 batch no: 20046193. It was reported that a hole was discovered in the IV line resulting in leakage. Filter tubing used for amiodarone gtt was changed today (9/14/2020) as required by IV tubing protocol. Tubing was primed without error and then connected to patient to resume IV therapy. Roughly 45 minutes later, a large puddle of medication was dripping onto the floor from the channel that was administering the amiodarone. Upon investigation of the line, a tiny hole was discovered in the stretchy part of the IV line closest to the bag side.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 3ss 0.2m cv had a hole and leaked. The following information was provided by the initial reporter: material no: 2432-0007. Batch no: 20046193. It was reported that a hole was discovered in the IV line resulting in leakage. Filter tubing used for amiodarone gtt was changed today (9/14/2020) as required by IV tubing protocol. Tubing was primed without error and then connected to patient to resume IV therapy. Roughly 45 minutes later, a large puddle of medication was dripping onto the floor from the channel that was administering the amiodarone. Upon investigation of the line, a tiny hole was discovered in the stretchy part of the IV line closest to the bag side.